Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Received call from pt's mom that they are at the hcp's office and told the hcp how the pt had an occlusion alert about a week ago. Pt does not remember if affected her bg or had any symptoms, stated she just did a complete supply change for her cd 23"-6mm infusion set pt uses dexcom g7. Advised pt's mom I will note her account and to call us if she gets another one.